Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0405941v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.

Event description:
It was reported that in the previous implants, the devices moved causing one time the lead to become loose. When the ins was in the stomach, the battery would move and the leads twisted. The first implant in 2004 moved and they had to do surgery because it kept turning and a lead came loose. Information regarding if the patient still had concerns with their device or therapy has been requested.